Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The device history records (DHR) for the device was reviewed. The associated device was released based on company acceptance criteria. (B)(4).

Event description:
A facility representative reported a thin flap. The doctor was unable to lift. Additional information has been requested.

Manufacturer narrative:
Review of the logfiles for the day of treatment shows during start-up of the system the vacuum and the energy were performed without problem. The logfile review shows the user also performed ablation check at system start-up, according to the photo of ablation test in logfile the test result was out of the required tolerance. The user confirmed the ablation check result which is out of specification and performed the surgery without repeat ablation check. A review of the technical service onsite history showed no abnormalities that could have contributed to this event: laser was successfully verified prior to the day of the treatment. After this event, during technical onsite visit, the field service engineer (fse) found that the system meets specifications. A review of the treatment report confirmed that the surgeon completed a 90 micron flap which resulted in the beginnings of vertical gas breakthrough (vgb). The desired flap thickness was 90¿m which is out of the recommendation (120¿m). No technical root cause was identified as the product was found to be within specifications. The root cause is the thinner flap setting by the user. The manufacturer internal reference number is: (B)(4).